Manufacturer narrative:
The egb was returned to manufacturer for repair. The error was confirmed and reproduced. The device was repaired and calibrated. After performing all the functional tests with positive results, the unit was released back into regular service. The involved egb was manufactured in 2018 and according to the complaints database review, a similar event was submitted in 2020. No adverse trend was detected concerning this failure mode. Based on investigation findings, the root cause of the event has been traced back to calibration drift of the egb components. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of an error related to co2 mixing of an electronic gas blender (egb). The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.